Manufacturer narrative:
Conclusion code; no conclusion code available. The results of the investigation confirmed the reported event through inspection of the returned logs. The packet rate warning messages are part of the amplifier rate detection feature in claris. The data I/o load on the claris pc can cause brief fluctuations in the rate that the claris application processes signal packets. As long as the amplifier is functioning normally, these brief fluctuations will even out to an acceptable average rate. However, these average rate fluctuations may briefly trigger the "amplifier rate detection" feature displaying a packet rate out of bounds message.

Event description:
During an electrophysiology study ablation procedure, the system displayed packet out of bounds errors. Each time the issue occurred, the system had to be rebooted to re-establish communication with the amplifier. This occurred several times and the case was abandoned. There were no adverse consequences to the patient.